Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: there was no damage found to the display lens or screen. Multiple consecutive ¿call service (cs) 054/cs052/cs012¿ slave communication error alarms were observed on (B)(6) 2016. During testing, the pump powered on with auditory and vibration; however, the display screen remained blank. The remaining steps were unable to be verified. The reported ¿blank screen¿ complaint was duplicated. The pump¿s cover was removed; no intermittent conditions were found to the printed circuit board. A unity test code downloader tool application was used to upload the test code; a process communication failure was found due to a single component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).